Event description:
It was reported that the patient advocate was notified from the clinic that a lead measurement was out of range. At this time, we are not able to confirm which lead is involved or the measurement value. Additional information has been requested but has not been received thus far. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient advocate was notified from the clinic that a lead measurement was out of range. At this time, we are not able to confirm which lead is involved or the measurement value. Additional information has been requested but has not been received thus far. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the measurement that was out of rage was not pacing impedances but rather the right ventricular (rv) automatic threshold test result.